Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-02268. "On or about (B)(6) 2008," a perigee system with intepro was implanted to treat for "pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney alleges that plaintiff "suffered serious bodily injuries, including, but not limited to, pelvic pain, urinary problems," and other injuries. Also alleged, plaintiff "experienced significant mental and physical pain and suffering, has undergone a surgical procedure to remove one or more of the products, will likely undergo additional corrective surgery, has required additional corrective surgery, has required additional medical treatment and has sustained permanent injury."